Manufacturer narrative:
Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for bowed tubes was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of bowed tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of bowed tubes. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced tubes with molding defects. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: the customer underlines issue related of our tube tubes with yellow cap ref. 367955 showing distorted shape (as reported in attached pictures). These coming from different departments of tuscany nord-ovest that remained stuck in the instrumentation ( pre-analytics, cra and cobas) with consequent downtime.